Event description:
The customer reported a noise then detected smoke from the synchron lx 20 clinical chemistry system. The customer immediately turned the system off. The customer stated the smoke dissipated quickly. There was no report of injury. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2008. The fse noted no sign of electrical or heat damage to the system. The fse replaced the fan and hinges and resolved the issue. The unit conformed to the MFR's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events.